Event description:
It was reported that during implant, the physician had difficulty getting the chronic lead to make good contact with the ring electrode. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.